Event description:
It was reported the device was explanted and replaced due to programming and telemetry difficulty. In addition, it was reported the device had reached its recommended replacement time (rrt) sooner than expected as a result of high programmed lv outputs. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B) (4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the device reached normal battery depletion.